Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer - patient kept.

Event description:
It was reported that knee not as stable as surgeon would like for young patient. Replaced with ts insert of same thickness.

Event description:
It was reported that knee not as stable as surgeon would like for young patient. Replaced with ts insert of same thickness.

Manufacturer narrative:
Review of the device history records indicates all devices accepted into final stock met specifications. The product experience reporting and chs complaint databases indicate there have been no other events for the reported lot or catalog number. Similar events have occurred for the product family. None are related to design, manufacturing, or material factors. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.